Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a electrode and probe placement procedure in the occipital/parietal area, an inaccuracy was observed with bone anchors. Imaging system was used by the site to merge scans to an MRI taken a week prior to case. When the first anchor was placed the merge and placement was accurate and matched the outlined plan. Upon second bone anchor placement, merge displayed an inaccuracy of 2 millimeters on both initial and secondary bone anchor. Site was advised to use trajectory lock view to ensure trajectory was in the correct x-axis and y-axis orientation prior to proceeding. Surgeon mentioned that the site may have been skiving the drill which caused it to veer of the trajectory. The accuracy was good when the site was careful with the drill. Representative confirmed that the vertek arm was not moved. Representative mentioned that the inaccuracy was noticed prior to lead placement but the pass was still safe and the site proceeded with the trajectory. The two inaccurate bone anchors were not re positioned as the site used the trajectory to accurately place 4 other leads a total of 6 bone anchors were placed. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: a medtronic representative reported that there was suspected skiving of the drill which could have the trajectory to change. It was reported that with additional attention to detail, the site was more accurate. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment for a planned maintenance (pm). The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.